Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: with limited information, as a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown/ not provided. Catalog #: complete catalog # unknown as the serial number was not provided. Serial #: unknown/not provided. Expiration date: unknown because serial number was not provided. If implanted: give date: unknown/ not provided. If explanted: give date: unknown/ not provided. Device manufacture date: unknown because serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony zxr00 intraocular lens (diopter unknown) was explanted from the patient's eye who was -0.75 myopic and unhappy with his myopic result. Reportedly, the patient is happy with his vision now that he has a new symfony lens (diopter unknown) and sees well at distance. No other information was provided.